Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 412 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The caller stated that they had issues with no delivery alarm in the past. The customer was not available to troubleshoot the issue. The caller stated that the issue was resolved with a complete set change. The customer did not return the product back for analysis.